Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The actual sample was not returned for evaluation. Five retain samples of incident code and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for straight pull test to check tensile strength and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance ¿ breakage suture, straight pull test is applicable & measurable parameter. Straight pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average straight pull value of the retain sample and value at release meets the usp average straight pull tensile strength requirement.. All the individual as well as average straight pull test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify when the suture break: while in the package? When removing from the package? During use on patient? It was initially reported as quantity 3 involved and quantity 1 to be returned. Did 3 sutures break during the patient procedure?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information has been requested.